Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas asking for assistance on how high she could increase her basal settings on the pump. The patient stated, she experienced a blood glucose (bg) in the 300 to 400mg/dl range with nausea and vomiting. It was noted that the patient was in renal failure, was taking chemotherapy and was taking prednisone for two weeks. The patient reportedly was increasing the basal settings on the pump to receive more insulin in order to manage the high bgs. Customer support (cs) advised the patient to contact the hcp for assistance in adjusting the pump's settings. The patient reportedly remained on insulin pump therapy. This complaint is being reported because, the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion because, the patient was adjusting the pump's basal rate without assistance from the hcp and the patient had other health issues unrelated to diabetes and was taking medication which may have been contributing factors to the reported event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: during a review of the black box, data started on 02/13/2015 due to continued patient use. The black box data and histories for the event were found to be overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The battery cap and cartridge cap were not returned; therefore, test caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.